Event description:
A caller reported that occlusion alarms occurred. On (B)(6) 2025, the customer went to the emergency room (ER) with a blood glucose level greater than 500 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin. Reportedly, customer changed the pump supplies and resumed insulin therapy. The customer was released from the ER later the same day with the issue resolved and no permanent damage.